Manufacturer narrative:
Date received by manufacturer: 2021-06-25.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a broken bottle was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "it was reported that broken vial leaked in station."

Manufacturer narrative:
H6: investigation summary customer reported a failure on a bd bactec fx top instrument (p/n 441385, s/n ft2634). Customer indicated about the broken vial leaked in the station. A bd remote assistance communicated with the customer and confirmed that the customer cleaned the liquid with bleach solution and followed the decontamination procedure. The instrument is deemed functional for customer¿s use. This is an unconfirmed failure of the bd product. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history record review revealed no previous complaints for this issue.bd quality did not receive any returned parts or instrument for investigation. The root cause was broken vial. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure. No new risks or hazards or changes to existing risks/hazards were identified for this failure mode. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a broken bottle was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: " it was reported that broken vial leaked in station"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a broken bottle was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "it was reported that broken vial leaked in station."